Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing due to noise on the right ventricular (rv) and shock channel. In addition, one inappropriate burst of anti-tachycardia pacing (atp) was delivered. The patient experienced a large amount of weight loss, as a result this crt-d migrated and was unstable in pocket. However, the patient had manipulated the device causing noise recorded. The rv lead exhibited variable high within range pacing impedance measurements. Isometric tests were performed, and measurements were in range. The patient declined the device relocation and remains under monitoring. No adverse patient effects were reported. This crt-d remains in service. It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing due to noise with pacing inhibition, resulting in inappropriate anti-tachycardia pacing (atp) and syncope. Right ventricular (rv) lead pacing impedance was also fluctuating by 900 ohms every few days with out-of-range measurements observed. Undersensing was also noted. The patient was admitted to the hospital for a cardiology consult and to potentially replace the rv lead. The crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Correction: h6: absence of treatment.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing due to noise on the right ventricular (rv) and shock channel. In addition, one inappropriate burst of anti-tachycardia pacing (atp) was delivered. The patient experienced a large amount of weight loss, as a result this crt-d migrated and was unstable in pocket. However, the patient had manipulated the device causing noise recorded. The rv lead exhibited variable high within range pacing impedance measurements. Isometric tests were performed, and measurements were in range. The patient declined the device relocation and remains under monitoring. No adverse patient effects were reported. This crt-d remains in service. It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing due to noise with pacing inhibition, resulting in inappropriate anti-tachycardia pacing (atp) and syncope. Right ventricular (rv) lead pacing impedance was also fluctuating by 900 ohms every few days with out-of-range measurements observed. Undersensing was also noted. The patient was admitted to the hospital for a cardiology consult and to potentially replace the rv lead. The crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received, the rv lead was tested at office and there were no signs of lead fracture. The crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing due to noise on the right ventricular (rv) and shock channel. In addition, one inappropriate burst of anti-tachycardia pacing (atp) was delivered. The patient experienced a large amount of weight loss, as a result this crt-d migrated and was unstable in pocket. However, the patient had manipulated the device causing noise recorded. The rv lead exhibited variable high within range pacing impedance measurements. Isometric tests were performed, and measurements were in range. The patient declined the device relocation and remains under monitoring. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing due to noise on the right ventricular (rv) and shock channel. In addition, one inappropriate burst of anti-tachycardia pacing (atp) was delivered. The patient experienced a large amount of weight loss, as a result this crt-d migrated and was unstable in pocket. However, the patient had manipulated the device causing noise recorded. The rv lead exhibited variable high within range pacing impedance measurements. Isometric tests were performed, and measurements were in range. The patient declined the device relocation and remains under monitoring. No adverse patient effects were reported. This crt-d remains in service.